Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, radiolucency of 2mm and instability approximately nine (9) years post-operatively. Clinical notes for the patient's revision noted no intraoperative complications. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D6a - implant date - unknown month and day in 2012. . The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number 0001822565-2024-03232.

Event description:
No further event information available at the time of this report.